Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the patient presented in backup vvi mode. The pulse generator was scheduled for replacement due to the device approaching elective replacement indicator (eri).